Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. A copy of device memory was preserved and submitted for analysis. Boston scientific technical services reviewed the data and recommended in-office troubleshooting. Additional information was received from the field indicated that the patient was followed-up in clinic. Lead integrity testing was performed, but unable to reproduce the out-of-range shock impedance. No invasive procedure was performed. The device was reprogrammed and will continue to monitor the patient. This rv lead remains in service. No adverse patient effects were reported.